Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, customer's blood glucose (bg) was "high"; however, specific value was not provided. A correction bolus was delivered to address bg.the customer continued to use the pump for insulin therapy

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.